Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the left ventricular lead had dislodged. The lead was removed and replaced. There were no patient symptoms or complications during the procedure.